Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: could not duplicate complaint: the screen is cracked. Test screen powers on. Cannot complete testing steps due to blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.